Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of the emergency room visit was 450 mg/dl. Customer stated that she was treated with IV drip and release. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.